Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the volume discrepancy was not determined as there was no event in the logs. The logs were normal. The pump was refilled and reprogrammed to significantly reduce the dose. It was also reported the empty pump and volume discrepancy was not resolved. The patient¿s weight at the time of the event was (B)(6)pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump revealed a non-significant pump motor anomaly regarding normal o-ring wear. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2018: bupivacaine with concentration 30.0 mg/ml at a dose rate of 5.001 mg/day and dilaudid with concentration 15.0 mg/ml at a dose rate of 2.500 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 30 mg/ml at 10 mg/day and dilaudid 15 mg/ml at 5 mg/day via an implanted pump for non-malignant pain. It was reported the actual residual volume (arv) was greater than the expected residual volume (erv) with the pain pump refill today ((B)(6) 2018). The low reservoir alarm occurred on (B)(6) 2018 with a 1ml low reservoir alarm volume due on (B)(6) 2018. The patient forgot to come in for the pump refill and the empty reservoir occurred on (B)(6) 2018. The erv was 0 mls and the arv was 14 mls today at the refill. It was noted the last time the pump was refilled everything was fine, which was (B)(6) 2018. The patient was asymptomatic and the event logs were normal. The patient was on some oral medications but should have had underdosing/withdrawal symptoms with this large of a discrepancy. The hcp would confer with the patient. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient has been a customer since 2003 when they were diagnosed with severe stenosis and was implanted for pain in their back. It was noted the patient's previous pump was broken earlier than 7 years and had to be replaced. It was noted the patient went for pump refill in the end of 2018 and the hcp determined the pump was broken. After 16 years it got to a point where the patient was receiving almost no medicine all of the sudden. The patient's back went into spasms and for about a month was in pain. The issue caused severe pain, sciatic attack, lack of medicine going into spine and the patient had to take oral medication. The patient noted they in discomfort and pain. The pump was replaced on (B)(6) 2019 and the new one was working fine. It was noted the pump was returned to the manufacture for analysis.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The physician saw discrepancies during refills. The patient¿s pump was replaced. The company representative indicated there was not a discrepancy in the operating room. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump was to be returned to the manufacturer for analysis. The pump was noted as having administered bupivacaine with concentration 30 mg/ml at a dose rate of 5.995 mg/day and hydromorphone with concentration 15 mg/ml at a dose rate of 2.998 mg/day. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was unknown. It was noted that the hcp had no further information regarding the event.